Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a 'kv on in error' and a precharge voltage error displayed on the system. Both of these errors will likely prevent the system from functioning. There is no report of injury or death associated with the event described in this complaint.